Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on the same date the patient was treated in the emergency room (ER) for elevated blood glucose (bg) over 500 mg/dl with no reported additional symptoms associated with an alleged inaccurate delivery. Reportedly, the patient remained hospitalized, discontinued pump therapy and was treated by a healthcare provider with insulin via injection and intravenous (IV) fluids. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. Troubleshooting indicated all bolus settings and histories were correct and the pump was calculating bolus dosages correctly. Troubleshooting also revealed that the patient incorrectly programmed the bolus type which is a potential cause of the bg excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.